Event description:
On 11/13/2023, it was reported by a sales representative via phone that an ar-8912ds mini tightrope fiberwire snapped when under tension. This was discovered during use in a case with no patient effect. Case completed by filling bone void with allosync. Delay over 15 minutes.c the device was not replaced, the surgeon was able to tether off of another tightrope that worked. Delay was a deviation from the procedure to use allosync, which is not common to a lisfrank procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as excessive force on the device during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.